Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels from 200-500 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.